Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. An attempt to duplicate the failure mode was not made because at the time there is no inventory of the involved product code available at the facility nor is any being manufactured. If the defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the dart separated from the suture and it was retained inside the patient. They were not able to retrieve the dart from the patient's body. They used another suture to complete the case.